Event description:
It was reported that (1) device was used during a sub total gastrectomy, it was reported by the affiliate that the tlc55 instrument fired an incomplete staple line. The surgeon hand sutured to complete the case.